Manufacturer narrative:
Concomitant medical product: 4092-52 lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited consistent oversensing of non-physiologic noise, rising impedance and a possible fracture. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.